Event description:
The patient called their hospital, stating that they had low flow alarms followed by a total loss of power, lights, and sounds on their system controller. The patient had been on battery power at the time of the event, and they were instructed to change out their system controller. The system controller exchange did not resolve the issue; the patient presented to the emergency room where their pump was found to still be off and without power. Upon this admission, the site attempted to restart the pump with no resolution. The patient was then given a new modular cable and system controller, which resulted in a power rise to 20 watts with no readings of flow or speed. The system controller stopped working shortly after this exchange due to the extreme rise in power and did not respond to any buttons being pushed. The power module failed as well and displayed a red battery advisory. Technical services reviewed the log files and it appeared there was an issue found downstream of the redundant power lines in the driveline and both power line fuses, a and b, opened at the same time. This issue was indicative of an issue with the pump. The patient was tolerant to the pump being off but was quickly brought into the operating room for a pump exchange. Evaluation of device by abbott confirmed pump stop.